Event description:
The doctor performed a diagnostic catheterization procedure using the axera device to access the patient's femoral artery. He attached the latch wire to the device and performed a successful pull test. Following the procedure the device became unlatched during removal, after 2 inches of the latchwire had exited the body. The patient was fine, there is no injury to report.

Manufacturer narrative:
The device was returned and failure analysis performed. Examination of the returned device confirmed that the latchwire was not attached to the anchor and found the latchwire to be kinked. There was no indication of damage to the tab on the nla and the latch feature of the latchwire. Testing, including a manual pull test and usage of weights, was performed and verified the latch feature functioned properly and met the latch strength specification. The event description does not describe the observed kinked latchwire and it cannot be determined when the kink occurred; therefore, the root cause cannot be definitively determined. However, it appears to be unrelated to the reported issue. A review of the device history record was performed for this lot and no non conforming material reports (ncmrs) have been initiated that are related to this failure mode. Additionally, ncmr history from the last 6 months was reviewed and no ncmrs have been initiated that are related to this failure mode. The axera access system IFU was reviewed and found to be adequate. Per step 3 (deploying the axera access device) of the IFU, "grasp the distal tip of the axera access device anchor firmly, and insert the latchwire into the distal end. Press firmly until it is completely latched. Note: confirm latch by tugging firmly on the latchwire." Based on the analysis completed, there is no evidence to suggest the device was out of specification. The probable root cause, based on available information, is the user not properly confirming the latchwire was joined to the anchor prior to use.